Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. The insulin pump was received with cracked case at the display window corners, display window minor scratched lcd window and missing end cap sticker.

Event description:
Customer's mother reported via phone call that customer received a failed battery test. Customer's blood glucose was unknown. Troubleshooting was performed and failed battery test could not be cleared. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.